Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 701 mg/dl. The patient was nauseous and had a headache. For treatment, the parent changed out the pod and gave a bolus correction.

Manufacturer narrative:
The device was received deployed. The data indicates the device reached an 0x12 alarm 5 pulses into second prime. The early termination of second prime can be attributed as the cause of the needle's failure to deploy while in possession of the user, for the needle could deploy at a later time. The cause of the intermittent low voltage could not be determined.